Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with the reported event was not returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Patient code: no code available (3191) is used to capture joint instability.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune litigation record received. Litigation record alleges pain, swelling, discomfort, difficulty ambulating, instability, infection, soft tissue injury and lack of bond/fixation, loosening at the cement to implant interface and failure of the implant, migration and fracture. Doi: (B)(6) 2015; dor: (B)(6) 2017; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) used to capture medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.